Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was switched off several times. The customer¿s blood glucose was 132 mg/dl at the time of the incident. Customer stated the insulin pump had battery failed alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit's interior, the inside of the battery compartment is corroded. Plus there are traces of previous moisture presence on electrical board especially on the back of the lcd display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.